Event description:
It was reported that bd minibore tri-fuse ext material separation. The following information was provided by the initial reporter: one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Please include our intermountain case number, (B)(4) with all email communication. Issue: for the left heart cath, an IV is used to administer medication including emergency meds when needed during the procedure. A three way (ref# (B)(4). ) was being used to allow for more than one IV medications to be administered at one time. The hub that came on the three-way pulled off the tubing it was connected to on the three-way. This caused the IV tubing to come completely disconnected from the patient. This product is used consistently on our stemi fluids. This piece should be glued in good, but it fell off at the end of their case. Background: event date: (B)(6) 2024. Was there injury? No, error occurred without harm to the patient.

Event description:
Material # mz9281 & batch # 23129206. It was reported by customer that, an IV is used to administer medication including emergency meds when needed during the procedure. A three way (ref# mz9281) was being used to allow for more than one IV medications to be administered at one time. The hub that came on the three-way pulled off the tubing it was connected to on the three-way. This caused the IV tubing to come completely disconnected from the patient. This product is used consistently on our stemi fluids. This piece should be glued in good, but it fell off at the end of their case. Verbatim: one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Please include our intermountain case number, (B)(4) with all email communication. Situation: issue: for the left heart cath, an IV is used to administer medication including emergency meds when needed during the procedure. A three way (ref# mz9281) was being used to allow for more than one IV medications to be administered at one time. The hub that came on the three-way pulled off the tubing it was connected to on the three-way. This caused the IV tubing to come completely disconnected from the patient. This product is used consistently on our stemi fluids. This piece should be glued in good, but it fell off at the end of their case. Background: event date: 10/23/2024 & mfg #: mz9281. Description: 6" mini bore trifuse extension set, bonded maxzero, 1.00 ml priming volume sample available: yes (if bd would like it sent for evaluation, please reply all, and attach a return shipping label via email). Lot #: 23129206. Assessment: po # (B)(4) & account # (B)(4) was there injury? No, error occurred without harm to the patient. Name of facility: (B)(6) hospital. Main contact name: frontline caregivers contact information (if applicable): account # po purchased on: recommendation/request: if you would like the product returned, please reply all with a return shipping label attached within 10 days that this email was sent (10/25/2024). Address for return label: (B)(6) hospital.

Manufacturer narrative:
The customer reported that the tubing separated. One sample of a maxzero connector was submitted for quality evaluation. Only the maxzero connector was submitted without any tubing connected. Additionally, under magnification, there is no visual confirmation that solvent was present at the bonding location. The customer complaint of separation was confirmed. Investigation was continued at the manufacturing facility. A root cause could not be determined because only part of the set was returned by the customer. A possible cause for the separation could be related to an incorrect solvent application by the assembler, or issues with the solvent dispenser, or related to an incorrect use of fixtures by the assembler due to no following the correct assembly procedure. A device history record review for model mz9281 lot number 23129206 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2026. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.